Manufacturer narrative:
Additional information: section a-3b patient gender: female section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 and (B)(6) 2026 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The diu150 model intraocular lens (iol) was implanted in the patient¿s eye. Post-operatively, the patient had a refractive surprise, thus the iol was explanted in a secondary surgical procedure and replaced with another diu toric iol. There was no patient injury during the lens exchange procedure. Patient prognosis post lens exchange procedure is unknown. The suspect iol is not available for return. No further information is available.